Event description:
Related manufacturer reference number: 2017865-2022-03577. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams) and there was noise on the right ventricular (rv) lead which lead to high ventricular rate episodes. There were no programming changes done. The patient will be monitored going forward. The patient was in stable condition.